Manufacturer narrative:
The reported event was for lead dislodgement. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic a week after implant. A chest x-ray was performed and revealed the right atrial lead had dislodged. Temporary programming changes were made. The physician attempted to reposition the lead but was unsuccessful. The lead was explanted and replaced. There were no patient consequences.